Event description:
It was reported that the user had been off the ilet system for multiple days due to an insurance-related supply issue, resulting in the device operating in bg-run mode after prolonged disconnection; upon pairing a new continuous glucose monitor (cgm) and completing warmup, glucose reading was high with a reported blood glucose value of 400 mg/dl, and the user administered a subcutaneous insulin pen dose while ilet delivery was paused for two hours before reconnection. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for unexpected medication intervention. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, identified a usage issue involving an improper or incorrect procedure or method, and no applicable device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.